Manufacturer narrative:
Device evaluation: results of investigation :the log files shows plenty of high leak alarms and pressure limit reach; on couple of occasions circuit test failed due to leak flow. The exact issue was unclear and customer did not provide any further details. Case has been closed after numerous attempts as the unit is no longer accessible. The failure could no longer be reproduced. All verification checks went well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The trending data and log files were obtained. The flow rate in high flow was adjusted and behaved normally. It was then noticed that the flow seems quite low when it was set to 60l min. The log file shows plenty of high leak alarms and pressure limit reach; on couple of occasions circuit test failed due to leak flow; it was then recommend the unit be check and ventilation verification conducted. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was on high flow when it alarmed pressure limit reached. The flow was at 21 l/min, and no waveform was being registered. The fio2 (fraction of inspired oxygen) has no problem. Its value increases when manipulated, but flow is frozen. It happened with numerous patients but with no allegation of harm. Alternative ventilator was used.